Event description:
It was reported via repair work order that the lift was inoperable due to a damaged angle sensor. Furthermore, it was found that the lift was in the elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.